Event description:
It was reported that a patient presented with high defibrillation impedance noted on the patient's right ventricular lead. Corrective programming changes were recommended. No adverse patient consequences were reported.

Manufacturer narrative:
Further information was requested, but not received.